Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records found no evidence of anomaly or deviation. (B)(4). The following could not be completed with the limited information provided. Initial reporter - ni. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient¿s hip was revised 3 months post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.